Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main pcb (printed circuit board)assembly and the lcd (liquid crystal display) are contaminated. Analysis also found the upper case, lower case, and one side bail cover are broken. Battery contacts are compressed, one side bail is missing, and battery drawer is damaged. (B)(4).

Event description:
It was reported the device needs repair. The technician indicated no specifics. The device was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.